Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as #2134265-2009-00286, 00287, 00288, 00290, 00291. It was reported that post an unspecified treatment procedure, a patient death occurred. Four taxus express2 atom drug eluting stents, sizes 2.25x12mm, 2.25x24mm and two 2.25x16mm and a taxus liberte' 2.5x16mm drug eluting stent were implanted in an unspecified vessel. An 8x37x75cm express ld otw was placed in an iliac vessel. All six devices were implanted during the same procedure with no complications. The patient had complaints of back pain post procedure, and a CT scan was performed; however, no bleed was found. The patient was discharged and died about one week later. No additional information was provided; however, additional information has been requested.